Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool. Replace battery alert due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit passed sleep current measurement, active current measurement and selftest. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. (B)(4).

Event description:
The customer reported via phone call that the battery compartment was cracked and lip ring was missing. The customer¿s blood glucose level was unknown. Customer stated that run short battery life. Troubleshooting was performed for damaged and reservoir was able to lock in place when inserted into insulin pump. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.